Event description:
It was reported that the right ventricular (rv) lead had dislodged and was unable to be repositioned. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.